Event description:
This report is for a zoll lifevest. During the evening, on (B)(6) 2015, the device went into "alert mode" and was preparing to deliver an electric shock, which I interrupted by promptly pressing response buttons. This event was triggered by my removal of an outer garment, which involved some arm movement and some twisting of my torso. I promptly reported this to the company and transmitted data to them for their review. Their technical support staff advised that the alert I experienced was an "artifact" related to sensor slippage while I was removing my coat. My concerns are as follows: the device is presumably programmed to only go into alert and treatment mode when it detects a sustained arrhythmia; in my case, the threshold is 150 beats per minutes for at least 30 seconds (per the prescriber's office). My pulse at the time. Was 70 beats per minute and confirmed as such by zoll technical support. There should absolutely be no circumstance under which any slippage of one or more sensors could be interpreted by the device as an arrhythmia requiring treatment. This is a serious programming deficiency in my opinion that requires investigation and correction; this is especially concerning, given that the device labeling clearly indicates that failure of a patient to promptly interrupt and preclude an inappropriate treatment could be fatal. The event I experienced involved a siren alert and a spoken (computerized) message from the control box that bystanders should stay away and not interfere with the shock treatment about to be delivered. What if a patient had an arm stuck in a sleeve at that moment? It is unclear how close to an actual shock delivery the device was in my case, and this was a somewhat frightening event, given the apparent immediacy of the warning and pending treatment; I expect the device overall serves a valuable purpose, but it needs to be improved. I do not understand why the company is permitted to promote anecdotal stories of successful rescues on their website, without fair balance disclose of inappropriate treatments delivered by the device that may have resulted in injury or death. Clinical study reports available online indicate that this has occurred, so the company's promotional practices are problematic; in addition to correcting the programming, the device labeling should be immediately updated to advise patients who experience artifact alerts like this to report to FDA. I think the agency should assure that your understanding of device risks is informed by comprehensive reporting and analysis of "close calls".